Event description:
It was reported that high, out of range hv and pacing lead impedance and loss of capture were observed since a generator change-out. It was noted that the patient was experiencing shortness of breath and had no energy. During revision, a connection anomaly was observed the rv lead was not inserted all the way. The lead was reinserted into the device. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).